Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that thrombus occurred. In (B)(6) 2006, a left atrial appendage (laa) closure procedure was performed. A 24mm watchman closure device was successfully implanted in the laa after an excellent seal and position were noted. The patient was discharged on warfarin and asa 81mg. At 30-90 day post procedure, the patient was off warfarin and on plavix 75mg and asa 325mg until 6 month post implant, then asa 325mg daily for life per protocol. A transesophageal echocardiogram (tee) was performed in (B)(6) 2007 and no thrombus was present. In (B)(6) 2016, the patient presented for elective tee and cath for workup of transaortic valve replacement (tavr) due to severe aortic stenosis. Tee revealed significant sec with thrombus on the watchman device. The thrombus measured 2.1 x 1.8 cm. The tavr was put on hold. The thrombus was treated with eliquis and the patient was discharged to home in stable condition. The patient will return in 6-8 weeks for follow up.

Manufacturer narrative:
Journal article: (B)(6).

Event description:
Protect af trial. It was reported that thrombus occurred. In (B)(6) 2006, a left atrial appendage (laa) closure procedure was performed. A 24mm watchman closure device was successfully implanted in the laa after an excellent seal and position were noted. The patient was discharged on warfarin and asa 81mg. At 30-90 day post procedure, the patient was off warfarin and on plavix 75mg and asa 325mg until 6 month post implant, then asa 325mg daily for life per protocol. A transesophageal echocardiogram (tee) was performed in (B)(6) 2007 and no thrombus was present. In (B)(6) 2016, the patient presented for elective tee and cath for workup of transaortic valve replacement (tavr) due to severe aortic stenosis. Tee revealed significant sec with thrombus on the watchman device. The thrombus measured 2.1 x 1.8 cm. The tavr was put on hold. The thrombus was treated with eliquis and the patient was discharged to home in stable condition. The patient will return in 6-8 weeks for follow up. It was further reported via journal article that a tee was performed 111 days after the discovery of the thrombus, which showed a decrease in the size of the drt to 9 mm in diameter. This is the same case as MDR ID - 2134265-2016-00587.